Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited his physician because his artificial urinary sphincter (aus) was no longer working. A revision surgery was performed and a hole in the corner of the cuff was identified, resulting in fluid loss. All components were removed and replaced with a new aus. There were no patient complications.